Event description:
The user facility reported their harmony dual 500 surgical light's plastic yoke covering fell from the lighting system. One half of the yoke fell hitting the surgeon and the patient. The other half of the yoke remained in place. The patient was being prepped for the procedure, but the procedure had not yet started. The or staff proceeded with the procedure and it was completed without further incident. No report of injury. The plastic yoke covering is a thin and light plastic material and therefore did not cause injury to the surgeon or patient.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical lighting system and noted the screws were still in place, not missing. The technician noted the lighting system and yoke covering showed signs of collision/impact damage. However, the customer would not confirm whether an or staff member repositioned or bumped the surgical light into the yoke causing the reported event. Section 1 of the operator manual states, "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment." The or staff have been made aware of the warning regarding the lighting system colliding and impacting walls or other equipment. The technician replaced the plastic yoke covering, tested the positioning articulations of the lighting system, and confirmed it to be operating according to specification.